Event description:
It was reported that the patient underwent a surgical procedure to explant a penile prosthesis for unspecified reasons.

Manufacturer narrative:
D4 product details, d6a and d6b implant and explant date, c2/d10 concomitant products, e1 initial reporter phone were updated.

Event description:
It was reported that the patient underwent a surgical procedure to explant a penile prosthesis for unspecified reasons.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was also functionally tested. No anomalies were found with the cylinders. A fluid leak was found in the pump at the kink resistant tubing (krt) section of the strain relief junction. Based on the information available and analysis results, the leak identified in the pump could have caused or contributed to a device non conformance.

Event description:
It was reported that the patient underwent a surgical procedure to explant a penile prosthesis for unspecified reasons.